Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported that restenosis occurred three months after a 2.5 x 18 mm pixel stent was implanted. The pixel stent was deployed on 10/28/2007, and it was an acute myocardial infarction (ami) case. The restenosis was treated with percutaneous transluminal coronary intervention (ptci) and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - there was no reported device malfunction with the pixel stent at the time of the first procedure. Restenosis, as listed in the rx pixel instructions for use (IFU) is a known adverse event associated with coronary stenting. This known patient effect is not necessarily as indication of a product quality issue. Additionally, although hospitalization is not addressed with the additional ptci treatment for the restenosis, it is expected that additional hospitalization will be required. There does not appear to be any indications of a stent delivery system quality problem, although a conclusive root cause cannot be determined for the reported restenosis.